Event description:
It was reported that the patient experienced recurring incontinence because his artificial urinary sphincter stopped performing as expected due to fluid loss. The patient underwent surgery and a hole was identified in the pressure regulating balloon. There were no further patient complications.